Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Adult accidentally swallowed portion of brushhead [accidental device ingestion]; ingested part of brushhead [exposure via ingestion]; portion of brushhead, the rectangular portion, fell out in mouth [device breakage]; no adverse event [no adverse event]. Case description: a (B)(6) male consumer reported via phone on 20-feb-2017 that the bottom portion of the oral-b dual clean brushhead (the rectangular portion) fell out in his mouth and he accidentally swallowed it. The consumer stated that he called his physician, who had no recommendations for the consumer and stated that it would just pass through his "system". The brush head was from a package of 8, and this was not the first time that the consumer had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
On 24-apr-2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Adult accidentally swallowed portion of brushhead [accidental device ingestion], ingested part of brushhead [exposure via ingestion], portion of brushhead, the rectangular portion, fell out in mouth [device breakage], no adverse event [no adverse event]. Case description: a (B)(6) male consumer reported via phone on (B)(6) 2017 that the bottom portion of the oral-b dual clean brushhead (the rectangular portion) fell out in his mouth and he accidentally swallowed it. The consumer stated that he called his physician, who had no recommendations for the consumer and stated that it would just pass through his "system". The brush head was from a package of 8, and this was not the first time that the consumer had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.